Event description:
It ws reported that the device was used during a laparoscopic cholecystectomy, the handle was squeezed to load the initial clip, no clip came down. Squeezed a second time and a clip shot out of the jaws. A second clip applier was opened, and it was used without incident. There was no reported pt consequence.